Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 600 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she had just received a replacement insulin pump prior to the event, so she called the help line for assistance programming and getting started on it. However, the customer states that she was not told that she needed to rewind and prime the insulin pump. Consequently, the customer imported the reservoir without properly rewinding and priming, which resulted in no insulin being delivered. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.